Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not firing correctly. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the instrument was inside of the patient and the surgeon was trying to clip a cystic duct in the gallbladder. The customer stated that the clips were falling off. This occurred after the instrument was used twice. A backup clip applier was used to continue the procedure. There was no injury to the patient.